Event description:
The patient had an open wound in the knee. Gauze negative pressure dressing was applied spring 2012. Two days later the dressing was to be changed. The negative pressure machine showed a good pressure at 125 mm/hg. The dressing was saturated and leaking and the patient reported that it started when she got up with physical therapy. The machine never alarmed and when the port pad was removed from the patient the pressure continued to show 100 mm/hg and the machine did not alarm. There could not have been a good presssure if there was a gap in the system, and the alarm should have sounded indicating that there was no pressure.======================manufacturer response for wound vac system, renasys ez plus negative pressure wound therapy system (per site reporter).======================there were actually 5 device failures (all will be reported). The first 4 were attributed to the canister. The 5th was attributed to the foam dressing product.